Manufacturer narrative:
A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the dilator could not be advanced into the sheath of a rosch-uchida transjugular liver access set. The procedure was completed with a new device. Upon preliminary examination of the device at the manufacturer, delamination of the lining was noted in the lumen of the sheath. Upon disassembly of the hub, exposed coils were present at the proximal end and the sheath material was bunched up inside of the hub. No adverse effects were reported.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Description of event: it was reported that the dilator could not be advanced into the sheath of a rosch-uchida transjugular liver access set. The procedure was completed with a new device. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, interview of personnel, manufacturing instructions, and quality control data. The device was returned to cook for evaluation. The 10fr sheath had two bends, first was located at 2cm from the hub and the second was located 4cm from the hub. Further examination was done for the inner lining of the device at the distal tip was coming apart. A bore scope was used but would not pass through the hub. The hub was disassembled, and it was discovered that the coils had separated and was blocking the scope; the coil was bunched up inside the hub. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: in the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. However, there is an open CAPA for the separation/unravelling of flexor sheaths. The CAPA initiation date for this CAPA is 02jan2020. The CAPA is currently in the implementation phase currently. There are no fars, pens, or scars relevant to this failure. Cause for this failure is not established at this time. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.